Event description:
It was reported that error code 6 was seen and stimulation was disabled. The generator struggled to be interrogated and therapy was re-enabled after 2-3 attempts. Internal generator data was received and reviewed. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. A gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional internal generator data was reviewed.

Manufacturer narrative:
A2, corrected data: initial report inadvertently submitted with the incorrect birth date and age.

Event description:
Additional information was received that the error code 6 was seen again upon interrogation. The device was interrogated several additional times and the error code went away and therapy was re-enabled.